Manufacturer narrative:
Evaluated one open and used reservoir. Transfer guard not returned; using a new lab transfer guard, performed pre-fill reservoir test. Found no leakage and no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no leakage and no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the air bubbles were present in the reservoir. The customer stated that the reservoir was leaking from the transfer guard. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.